Event description:
It was reported that device interrogation was not possible with the programmer. The programmer was rebooted several times, with no change. It started to load the application, then said "no telemetry." The programmer had been successfully used previously to interrogate other devices. Another programmer was used. No patient complications were reported as a result of this event. The programmer rf (radiofrequency) head was returned with the programmer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, it was noted that the radio frequency transceiver (rft) module was out of specification during a functional test. It was also noted that the keyboard hinge was broken. (B)(4): analysis found that the cable was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, it was noted that the radio frequency transceiver (rft) module was out of specification during a functional test. It was also noted that the keyboard hinge was broken. (B)(4): analysis found that the cable was out of specification.

Event description:
It was reported that device interrogation was not possible with the programmer. The programmer was rebooted several times, with no change. It started to load the application, then said "no telemetry." The programmer had been successfully used previously to interrogate other devices. Another programmer was used. No patient complications were reported as a result of this event.